Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for driveline infection (B)(6) 2023 due to resistance to levaquin already used to treat patient for existing driveline infection at home. The patient presented with redness and drainage not previously resolved, which is why patient was on chronic antibiotics at home. They were treated with cefepime on (B)(6) 2023 to (B)(6) 2023, intravenous (IV) antibiotic inpatient. The patient was discharged on IV antibiotic (B)(6) 2023 and symptoms resolved with antibiotic treatment, but then same symptoms re-surfaced and the patient was re-admitted (B)(6) 2023 with cultures again positive for pseudomonas. The patient underwent irrigation and debridement surgical treatment on (B)(6) 2023 and again (B)(6) 2023. The patient medical treatment was re-started on cefepime on (B)(6) 2023 until (B)(6) 2023. The patient went home on IV antibiotic on (B)(6) 2023 and with wound vacuum. When finished cefepime, infectious diseases team elected to leave the patient off oral antibiotics due to resistance. The patient was home and off antibiotics. There was scant amount of drainage but no pain per last clinic visit. Daily dressing changes was performed, and the patient was being monitored outpatient on ongoing basis.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected.